Event description:
Information was received indicating that the cannula to a smiths medical portex® blue line ultra® tracheostomy tube was found to be cracked. The cannula was changed out and discarded. There were no reported adverse patient effects.